Event description:
During vein ablation, the vnus generator repeatedly indicated high impedance. The generator was shut off and restarted several times. The catheters were changed three times before we found one that worked. The first two were from the same lot number. The third that worked was from a different lot number.